Event description:
It was reported that the patient stated that her dressing is supposed to be changed every 6 hours for her left foot but they are not sending a visiting nurse over the weekend and won't be available until monday. When patient called there was an IV nurse in her home administering her IV antibiotics. It sounded like the nurse was not comfortable doing a dressing change or perhaps there was not an order for dressing change yet. They reported that device doesn't seem to suction the drainage as they don't see anything in the tubing or canister. The patient reported that the issue started after she left the hospital on (B)(6) 2021. She also had dressing change and new canister on (B)(6) 2021. The patient stated it's hard to tell if it is suctioning and she did not feel suctioning motion during the time of call. However, the IV nurse stated that the dressing looked collapsed/sucked in. They also confirmed screen shows continuous 120 mmhg. All possible causes of lack of alarms were discussed per clinical guideline. Towards end of call, the nurse confirmed that the device is starting to suction again and is working. No additional information available and no harm or injury reported.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Suction failure resulting in the loss of negative pressure wound therapy will not directly cause or contribute to serious injury or death, even in a clinical setting. Additional conditions must also exist (e.g. Surgical / treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could possibly occur, and even under those conditions, the risk of patient harm is low. This event is considered not reportable pursuant to 21 cfr part 803.